Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had a sudden loss in visual acuity. Allegedly, the patient was 20/20 and is now 20/400. It is unknown if the loss was for corrected or uncorrected visual acuity. The reason for the decrease in vision is unknown at this point but the doctor suspects it may be "z-syndrome." Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens remains implanted and the lot number was not provided. Therefore, a product evaluation and device history record review could not be conducted. Based on the current information, the root cause of the event could not be conclusively determined.